Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's down arrow button and the light were not working. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down button response due to flattened dome. The insulin pump was received with back light functioning properly. The insulin pump was received with minor scratches on lcd window.